Event description:
There is no patient impact associated with this complaint. On (B)(6) 2012, it was reported that the up and down arrow keypad buttons were intermittently unresponsive. The patient denied any issue with cancelled boluses, there was no damage to the rubber keypad. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad peeling at ok button and the contrast button is intermittently responsive. Removed keypad and found contamination under all contacts.